Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain (constant)"), kidney infection ("kidney infections") and seizure ("seizure") in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho-evra from 2002 to (B)(6) 2007. Concurrent conditions included fibromyalgia since (B)(6) 2012. In 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), erythema ("skin redness/rashes or skin conditions type: skins rashes, redness and itching") and pruritus ("itching/rashes or skin conditions type: skins rashes, redness and itching"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain(constant)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash erythematous ("rashes/rashes or skin conditions type: skins rashes, redness and itching") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced allergy to metals ("allergy to nickel/nickel allergy"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain(constant)"), back pain ("severe lower back pain(constant)"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), bladder disorder ("bladder problems"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("imbalance") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingostomy with essure removal, essure re-constitution). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, pruritus, allergy to metals and vaginal haemorrhage was resolving and the kidney infection, seizure, urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, hypoaesthesia, paraesthesia, vaginal infection, vaginal discharge, depression, anxiety, rash erythematous, erythema, bladder disorder, fatigue, dizziness, balance disorder, weight increased and fibromyalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, balance disorder, bladder disorder, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fibromyalgia, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, paraesthesia, pelvic pain, pruritus, rash erythematous, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain(constant)"), kidney infection ("kidney infections") and seizure ("seizure") in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho-evra from 2002 to 28-jun-2007. In 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), erythema ("skin redness/rashes or skin conditions type: skins rashes, redness and itching") and pruritus ("itching/rashes or skin conditions type: skins rashes, redness and itching"). On (B)(6) 2007, the patient had essure (ess205) inserted. In july 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain(constant)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes/rashes or skin conditions type: skins rashes, redness and itching") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In november 2007, the patient experienced allergy to metals ("allergy to nickel/nickel allergy"). In february 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain(constant)"), back pain ("severe lower back pain(constant)"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), bladder disorder ("bladder problems"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("imbalance") and weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingostomy with essure removal, essure re-constitution). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dyspareunia, pruritus, allergy to metals and vaginal haemorrhage was resolving and the kidney infection, seizure, urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, hypoaesthesia, paraesthesia, vaginal infection, vaginal discharge, depression, anxiety, rash, erythema, bladder disorder, fatigue, dizziness, balance disorder, weight increased and fibromyalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, balance disorder, bladder disorder, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fibromyalgia, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, paraesthesia, pelvic pain, pruritus, rash, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs was received. Events per pfs: abnormal vaginal bleeding, patient did not underwent essure confirmation test were added. Outcome of the events were updated. Reporter and product information were updated. On (B)(6) 2018: duplicate source document received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('insertion into the myometrium located'), pelvic pain ('severe pelvic pain/pain(constant)'), kidney infection ('kidney infections') and seizure ('seizure') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho-evra from 2002 to (B)(6) 2007. Concurrent conditions included fibromyalgia since (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), erythema ("skin redness/rashes or skin conditions type: skins rashes, redness and itching") and pruritus ("itching/rashes or skin conditions type: skins rashes, redness and itching"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain(constant)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash erythematous ("rashes/rashes or skin conditions type: skins rashes, redness and itching") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced allergy to metals ("allergy to nickel/nickel allergy"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain(constant)"), back pain ("severe lower back pain(constant)"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), bladder disorder ("bladder problems"), fatigue ("chronic fatigue"), dizziness ("dizziness") and balance disorder ("imbalance") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with essure removal, essure re-constitution). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device outcome was unknown, the pelvic pain, dyspareunia, pruritus, allergy to metals and vaginal haemorrhage was resolving and the kidney infection, seizure, urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, hypoaesthesia, paraesthesia, vaginal infection, vaginal discharge, depression, anxiety, rash erythematous, erythema, bladder disorder, fatigue, dizziness, balance disorder, weight increased and fibromyalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, balance disorder, bladder disorder, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, fibromyalgia, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, paraesthesia, pelvic pain, pruritus, rash erythematous, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information added. Events: insertion into the myometrium located added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('insertion into the myometrium located'), pelvic pain ('severe pelvic pain/pain(constant)'), kidney infection ('kidney infections') and seizure ('seizure') in an adult female patient who had essure (ess205) (batch no. 623195) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: ortho-evra from 2002 to (B)(6) 2007. Concurrent conditions included fibromyalgia since (B)(6) 2012. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), erythema ("skin redness/rashes or skin conditions type: skins rashes, redness and itching") and pruritus ("itching/rashes or skin conditions type: skins rashes, redness and itching"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraine/headache"), headache ("headaches/migraine/headache/head pain(constant)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash erythematous ("rashes/rashes or skin conditions type: skins rashes, redness and itching") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2007, the patient experienced allergy to metals ("allergy to nickel/nickel allergy"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain(constant)"), back pain ("severe lower back pain(constant)"), dysgeusia ("metallic taste in mouth"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), bladder disorder ("bladder problems"), fatigue ("chronic fatigue"), dizziness ("dizziness") and balance disorder ("imbalance") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy with essure removal, essure re-constitution). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the embedded device outcome was unknown, the pelvic pain, dyspareunia, pruritus, allergy to metals and vaginal haemorrhage was resolving and the kidney infection, seizure, urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, hypoaesthesia, paraesthesia, vaginal infection, vaginal discharge, depression, anxiety, rash erythematous, erythema, bladder disorder, fatigue, dizziness, balance disorder, weight increased and fibromyalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, balance disorder, bladder disorder, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, erythema, fatigue, fibromyalgia, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, paraesthesia, pelvic pain, pruritus, rash erythematous, seizure, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Lot number: 623195 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), kidney infection ("kidney infections") and seizure ("seizure") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion medically significant), seizure (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), rash ("rashes"), erythema ("skin redness"), pruritus ("itching"), bladder disorder ("bladder problems"), fatigue ("chronic fatigue"), dizziness ("dizziness"), balance disorder ("imbalance"), allergy to metals ("allergy to nickel") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingostomy with essure removal). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, kidney infection, seizure, urinary tract infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, migraine, headache, hypoaesthesia, paraesthesia, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, erythema, pruritus, bladder disorder, fatigue, dizziness, balance disorder, allergy to metals, weight increased and fibromyalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, back pain, balance disorder, bladder disorder, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, fibromyalgia, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, paraesthesia, pelvic pain, pruritus, rash, seizure, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.